Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 22/may/2019. Additional information:

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon was noted to be discolored as the shell and center patch were dark brown in appearance. Brown particles were noted on the center patch and within the valve channel. A valve test was performed and noted the flow of fluid was continuous and unobstructed. An air leak test was performed and leakage was observed from a small opening on the anterior portion of the shell and a large tear covering 25% of the posterior portion of the shell. Under microscopic analysis, the apparent origination point of the large tear and the small opening were noted to be striated which is consistent with surgical damage for device removal activities. Two non-penetrating marks were observed on the anterior portion of the balloon.

Manufacturer narrative:
Further information has been requested of the initial reporter regarding: explant date, date of occurrence and patient information. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) may be higher when balloons are left in place longer than 12 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of the orbera365¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications- possible complications of the use of the orbera365¿ system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon "is passing green wee." Patient "has not passed yet but in next 48 hours."